Event description:
It was reported that a non-critical alarm was sounding. Telemetry had not been performed. The pump had been alarming for a couple of days, since (B)(6). The patient had a refill appointment scheduled for "early (B)(6)," but could not provide an exact date. The patient had recently relocated (B)(6). The patient had traveled back to texas for their last refill. The patient was experiencing increased pain located in her back and legs. The patient could hardly walk or get out of bed. The pain started 2012 (B)(6). The patient was not experiencing withdrawal. The device system had previously delivered baclofen, but was now being used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc serial# (B)(4), implanted: 2008 (B)(6), product type catheter. (B)(4).